Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Event occurred in (B)(6). Indication: cosmetic. Alcl on right side. Presented as seroma. Date of progression: (B)(6) 2005. Time exposed: 10.8 years. Cytology: cd30, cd45, alk-.